Event description:
It was reported the patient never had therapeutic effect and was ¿not getting any relief¿ at the time of report. It was noted the patient¿s trial ¿worked great and was like heaven.¿ it was stated the patient could feel the stimulation and that ¿it was not helping with the pain.¿ it was noted the patient had met with a manufacturer representative ¿eight times for adjustments.¿ the patient reported that if her therapy was not going to work that she wanted the device taken out. The patient was redirected to her health care provider (hcp). Additional information stated the patient¿s husband was frustrated the implant was not providing any relief for the patient. It was again noted the patient¿s trial ¿proved to be very successful, but the implant had not.¿ additional information reported the patient continued to have concerns and noted the patient¿s device ¿had never worked, in ten months.¿ it was restated the patient had met with a manufacturer representative ¿eight times on various occasions.¿ it was noted the patient still had concerns regarding her device or therapy and was working with her doctor or manufacturer representative ¿monthly.¿ it was further reported that the patient had paresthesia but it was not helping with the pain. There were no malfunctions seen. The patient had been seen at the office and reprogrammed several times. It was later reported the patient never had therapeutic effect and was having a lot of pain in her back and right leg. It was reported the patient could sometimes feel stimulation but that it didn¿t seem to help. It was reported she could feel stim in booth legs. The hcp took x-rays last month, results unknown. It was reported the patient thought it was installed incorrectly and was concerned her device was defective no falls or trauma reported. It was reported the patient worked with the manufacturer representative 6-8 times on reprogramming the device. The patient had an appointment with the hcp on (B)(6) 2014 and the patient wasn¿t sure if she was having the device checked again, or if the hcp planned to do surgery to remove the device. It was reported the patient was now addicted to morphine and hydrocodone.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer.